Manufacturer narrative:
Change your infusion set every 48¿72 hours as recommended by your healthcare provider. Do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 280-300 mg/dl. During a systems check with tandem technical support (cts) it was discovered insulin was being reused, pump supplies were used past labeling, and the customer was not properly completing the air flow extraction step. Cts educated customer on cartridge/insulin labeling. Reportedly, the customer continued to use the pump for insulin therapy.